Event description:
It was reported that patient was brought in for acute joint infection. Was determined she had a aml/prodigy stem with asr xl. Asr xl head and sleeve were removed and hip was debrided and washed thoroughly. Head size was determined to be 47mm. Due to patients health surgeon decided to leave stem and asr xl cup in place. There was no metalosis found and components were well fixed. Surgeon placed 28+5mm 12/14 ts rev ceramic head into 53/28 bimemtun altrx liner (47mm od) and implanted into patient. There was no surgical delay. Doi- unknown. Dor- (B)(6) 2023. Affected side- right hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.